Manufacturer narrative:
Findings: pump passed the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No delivery alarm and occlusion test alarm functioned properly. Unit was received with normal operating currents and no unexpected low battery alarm noted. Unit was communicated properly with guardian 3 link and glucose sensor simulator. No unexpected sensor anomaly was noted. No cosmetic damage noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a high blood glucose value of 400 mg/dl but they were not hospitalized. Customer also reported that she had blood glucose value of 400 mg/dl in the last week while at dinner and that today she went from 150 to 400 mg/dl without eating. The insulin pump failed the high pressure test during troubleshoot. The customer was treated with manual injection. The insulin pump will be returned for analysis and the replacement will be sent to the customer.